Event description:
It was reported that a perforation was located in the heavily calcified obtuse marginal branch. The graftmaster stent was advanced via radial access with a 6 french sheath. The graftmaster failed to cross the perforation. During retraction, the stent caught on the 6 french sheath and subsequently dislodged. An additional balloon was advanced and inflated to catch the stent and withdraw it with the sheath. A 7 french guiding catheter was then used via groin access and a 3.0 x 16 mm graftmaster stent was successfully implanted to treat the perforation. No adverse patient sequela was reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - failure to follow steps: the device was used with a 6 french sheath. The device has been received. The investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. The reported failure to cross and difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the otw graftmaster instructions for use (IFU) states in the material required section, that the appropriate guiding catheter size is 7f. In this case, a 6f size guiding catheter was used in the procedure. It is likely that the use of the smaller 6f size guiding catheter contributed to the reported difficulty to remove and subsequent stent dislodgement. There is no indication of a product deficiency.